Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). The system error 2240 alarm was found to have an undetermined cause. The problem cannot be confirmed. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc machine. The tsr assisted the hp to retrieve the cassette and advised to let the nurse know about the alarm. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.